Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e2304 chills / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the dexcom app began displaying intermittent sensor issues. Shortly afterward, the patient reported feeling shaky, light-headed, and chilled. When checking the dexcom app, a ¿sensor failed¿ message appeared, instructing removal of the sensor. Blood glucose reading (bg) at time of failure: 53 mg/dl and the last egv prior to sensor issue: 95 mg/dl (time unspecified). The patient experienced a brief episode of unconsciousness. After regaining awareness, they consumed carbohydrate and protein. The patient could not recall the most recent bg reading but reported feeling better afterward. No additional medical assistance or hospitalization was sought. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.